Manufacturer narrative:
(B)(4). Batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more details? Did this occur while firing the stapler? Or, did this occur while loading the cartridge into the stapler jaws? Did any pieces fall into the patient? If yes, were all pieces retrieved from the patient? Did the silver pan/tray remain intact with the cartridge? Or, did the silver pan/tray separate from the plastic cartridge deck? Will all pieces be returned with the device?

Event description:
It was reported that during an unknown procedure, the stapler kept dropping loaded cartridges. It is unknown how the case was completed. No patient consequences were reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/19/2020. D4: batch # t5dy50. Investigation summary: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present. Further analysis showed that the channel was bent outwards allowing the cartridge to drop easily. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.